Manufacturer narrative:
Other text: additional information: patient information has been added to section a. Additional information has been added to section b5.

Event description:
Reporter stated patient received 300 ml instead of programmed volume of 1700 ml. The reporter stated child was dehydrated as a result and was hospitalized for treatment. No further clinical effects reported.

Event description:
Information was received indicating that a smiths medical cadd disposable was used, and it was noted that only 1/3 of the bag of nutrition was delivered without an alarm. No adverse effects were reported.